Event description:
The customer reported 180 degrees flipped images, which could be potentially dangerous for the pt.

Manufacturer narrative:
When investigation is completed a follow up report will be sent to the FDA. (B)(4).